Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encounterd. The physician was unable to advance the taxus express2 3.0 x 28 mm drug eluting stent across the calcified lesion in the tortuous vessel. No pt injuries or complications were reported.